Event description:
Device issue: filter moved from position. Time of device issue: during the procedure. Adverse event: none. It was reported via a trial that the xact stent was successfully implanted in the left internal carotid artery. Before post-dilatation, the emboshield nav 6 filter was inadvertently pulled from position and moved close to the stent. The filter was removed using the retrieval catheter. Another emboshield nav 6 was positioned and postdilatation was performed. Reportedly there was no device malfunction but operator issue. There was no adverse pt effect. Though requested no additional info was provided.

Manufacturer narrative:
(B)(4). The product used during the procedure was not returned which could have aided in the determination of the cause. The difficulty to position can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, device placement technique, and accessory device support. Based on available info, a conclusive cause appears to be related to circumstances during the procedure and not related to product quality deficiency, as it was described in the case description that the filtration element was inadvertently pulled from position and moved close to the stent. All catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.